Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer via phone call that during the manual prime process, insulin continues to drip from her pump. The pump alarmed compromised force sensor system. The customer's blood glucose level was 85 mg/dl at the time of incident. During troubleshooting, the customer stated that they were unable to exit the "preparing to prime" process. He stated that the drive support cap appeared to be normal, had not been pressed and that the pump had not been dropped. The customer was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was not returned.